Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, a leak was found on the port of the oxygenator.   No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 19, 2018.   (B)(4). The returned sample was inspected and confirmed that the inlet port was cracked. A retention sample was similarly inspected and found to not have any damage specially with the blood inlet port. All oxygenators are 100% visually inspected at several points in the production process. The packaging of the product also ensures protection against damage to the ports of the oxygenator. The most likely cause would be a severe shock force experience during the shipping and handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.